Manufacturer narrative:
An 85% stenosis in the mid left anterior descending (lad) branch was also treated. The type b2 lesion was de novo, with moderate calcification and with equal or more than 30mm in length. The lesion was pre-dilated with a 3 x 15mm balloon at 10 atm. A 2.5 x 28mm cypher rx stent was deployed at 15 atm successfully. The stent was post-dilated with a 3.0 x 8mm cypher stent at 17 atm. A 2.25 x 23mm cypher stent was deployed at 11 atm overlapping and distal from the first stent, as it did not fully cover the target lesion. The stent was post-dilated with a 3.0 x 12mm cypher stent at 11 atm. A 70% stenosis in the proximal circumflex (cx) artery was also treated. The type b1 lesion was de novo and 15mm long. The lesion was pre-dilated with a 3.0 x 8mm non-cordis balloon at 20 atm. A 3.0 x 8mm cypher rx stent was deployed at 12 atm successfully. The stent was post-dilated with a 3.0 x 8mm balloon at 14 atm per standard procedure. There was no product malfunction or angiographic complications. An 85% stenosis in the 1st obtuse marginal branch was also treated. The type b2 lesion was de novo, with moderate tortuosity and in a bifurcation with a side branch equal or mode than 2.5mm. The lesion was not pre-dilated. A 2.5 x 18mm cypher rx stent was deployed at 11 atm. The stent was post-dilated with a 3.0 x 13mm balloon at 11 atm. A 2.75 x 23mm cypher rx stent deployed at 11 atm successfully overlapping and distal from the first stent, as it did not fully cover the target lesion. The stent was post-dilated with a 3.0 x 8mm cypher stent at 16 atm per standard procedure. The patient had stable angina during the 30 days follow up. Approximately one month after the index procedure, the patient had an unscheduled visit for unstable angina. The patient had a staged procedure for treatment of a known lesion and angina. There was no in-stent restenosis of a drug-eluting stent. The lesion was de novo and distal in the mid lad and was not within 5mm from the stents implanted in this lesion. An endeavor, medtronic drug-eluting stent was deployed at 15 atm successfully. The stent was post-dilated with 2.5 x 15mm balloon at 20 atm. Approximately four months after the index procedure, the patient was diagnosed with coronary artery disease and recurrent in-stent restenosis in multiple areas of the 1st obtuse marginal that required coronary artery bypass surgery. The event was in the target vessel, non-target lesion. The patient had no angina during the 6 months follow up. Concomitant medical products: tegretol 400 mg (start date: 1978), mysoline 250mg (start date: 1975), isosorbide 30mg (start date: 2007), toprol xl (start date: 2007), nifedipine ER 60mg (start date: 2007), pepcid 20mg (start date (B)(6) 2010), amiloride/hydrochlorothiazide 5/50mg (start date: 2007), glyburide 5mg (start date: 2001), metformin 250mg (start date 2001), aspirin 325mg (start date: 2007), plavix (start date: (B)(6) 2010, stop date: (B)(6) 2010 and amiloride/hydrochlorothiazide 5/50mg (start date: (B)(6) 2010). This is one of seven products used in the same patient and reported under manufacturer report numbers: 3003742446-2010-00292, 3003742446-2011-00202, 3003742446-2010-00291, 3003742446-2011-00203, 3003742446-2011-00204, 3003742446-2011-00205 and 3003742446-2011-00206. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Date of stent implantation was (B)(6) 2010.

Manufacturer narrative:
Additional information received via cec adjudication minutes on 1/24/2012. Repeat angiography on (B)(6) 2010 in the presence of left arm pain at rest and positive functional ischemia study revealed a 70% in-stent re-stenosis in the mid lad and patent stents in the proximal lad, proximal cx and 1st om. The angiographic core lab reported a 77% focal in-stent restenosis with no thrombus and timi 3 flow. Additional information received from the site indicated that the restenosis was only within 5mm of one stent (cypher us rx 2.50 x 28). The restenosis was treated with one xience stent. The site had originally reported this as a staged procedure with target vessel, non-target lesions. The patient was discharged the following day. Additional information will be submitted within 30 days of receipt. This is one of seven products used in the same patient and reported under manufacturer report numbers: 3003742446-2010-00292, 3003742446-2011-00202, 3003742446-2010-00291, 3003742446-2011-00203, 3003742446-2011-00204, 3003742446-2011-00205 and 3003742446-2011-00206.

Event description:
Additional information was received via cec adjudication minutes on 1/24/2012. Repeat angiography on (B)(6) 2010 in the presence of left arm pain at rest and positive functional ischemia study revealed a 70% in-stent re-stenosis in the mid lad and patent stents in the proximal lad, proximal cx and 1st om. The angiographic core lab reported a 77% focal in-stent restenosis with no thrombus and timi 3 flow. Additional information received from the site indicated that the restenosis was only within 5mm of one stent (cypher us rx 2.50 x 28). The restenosis was treated with one xience stent. The site had originally reported this as a staged procedure with target vessel, non-target lesions. The patient was discharged the following day.

Manufacturer narrative:
Notification was received for the (B)(4) study indicating elevated cardiac enzymes post index procedure in which seven cypher stents were implanted to treat four lesions. Additional information received via the adjudication process indicated a protocol defined non-q wave myocardial infarction (mi) associated with this event. It was reported that approximately one month post procedure, the patient had a staged procedure of a nontarget lesion greater than 5mm from any previously implanted stents with no in-stent or peri-stent restenosis. The adjudication process reported a "discrete in-stent restenosis" with 26% increase from final index residual stenosis. No additional treatment of this stented area was reported. Approximately four months after index procedure, the patient had angina and revascularization via CABG due to in-stent restenosis in multiple areas of the 1st obtuse marginal. There was no in-stent restenosis or restenosis within 5mm of the other implanted stents. Additional information received via the adjudication process indicated a protocol defined nonq wave mi associated with this event. The patient had no angina during the 6 months follow up. At index procedure, the patient with a history of dyslipidemia, hypertension, diabetes mellitus type ii, ongoing epilepsy, previous non-target vessel pci, and family history of coronary artery disease presented with no angina. A total of seven stents were implanted in four lesions: two overlapping cypher rx stents in the proximal left anterior descending (lad) artery, two overlapping in the mid lad, one cypher rx in the proximal circumflex (cx) and two overlapping cypher rx stents in the 1st obtuse marginal (om) branch. It was indicated that there were no device delivery performance issues and no procedural complications related to the treatment of any of the lesions. The patient had no angina and was discharged the following day on clopidogrel and aspirin. At index procedure, the 85% stenosis in the 1st obtuse marginal branch was treated with implantation of two cypher stents. The type b2 lesion was de novo, with moderate tortuosity and in a bifurcation with a side branch equal or mode than 2.5mm. The rvd was 2.0 with a lesion length of 20mm. The lesion was not pre-dilated. A 2.5 x 18mm cypher rx stent was deployed at 11 atm. The stent was post-dilated with a 3.0 x 13mm balloon at 11 atm. A 2.75 x 23mm cypher rx stent deployed at 11 atm successfully overlapping and distal from the first stent, as it did not fully cover the target lesion. The stent was post-dilated with a 3.0 x 8mm balloon at 16 atm per standard procedure a 0% residual was reported by the study with a 26% final residual stenosis reported by the angiographic core lab. Additional treatment included a 2.5 x 28mm and a 2.25 x 23mm cypher stent to treat an 40mm 80% stenosed mid left anterior descending (lad), a 2.75 x 33 and 3.0 x 13mm cypher stent to treat a 35mm 85% stenosis of the proximal lad, and a 3.0x8mm cypher to treat a 15mm long 70% stenosis of the proximal circumflex (cx). The instructions for use outlines to fully cover the entire lesion, allowing for adequate stent coverage into healthy tissue proximal and distal to the lesion. Usage other than the approved labeling may involve risks not described in the labeling. There were no product malfunctions or angiographic complications. The residual stenosis was reported as 0. However additional information reported that the angiographic core lab reported a 44% final residual stenosis in the mid lad, 19% in the proximal lad, and 10% in the proximal cx. The product was not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077171 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Post procedural myocardial infarction is a known potential adverse event associated with implanting coronary artery stents as listed in the IFU. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing the blood flow. The patient's extensive disease including multiple long lesions requiring placement of multiple stents is a likely factor contributing to the elevated enzymes post procedure adjudicated as a protocol-defined myocardial infarction. Patient and lesion characteristics may have contributed to the event. There is no indication that it is related to any device design, manufacturing or performance issues. Therefore no corrective actions will be taken at this time. Restenosis with related myocardial infarction are known potential adverse events associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those with diabetes, long lesions, small vessels, and bifurcations. Review of the information provided suggests that there are multiple patient factors and vessel/lesion characteristics along with possible procedural factors that may have contributed to these events. There is no indication that it is related to any device design or manufacturing issues. Therefore, no corrective actions will be taken. This is one of seven products used in the same patient and reported under manufacturer report numbers: 3003742446-2010-00292, 3003742446-2011-00202, 3003742446-2010-00291, 3003742446-2011-00203, 3003742446-2011-00204, 3003742446-2011-00205 and 3003742446-2011-00206.

Manufacturer narrative:
Updated complaint conclusion: updated cc: the complaint received states that this (B)(4) study patient suffered an index peri-procedural mi as demonstrated by an elevation in post procedure enzymes, restenosis events and angina. This is a (B)(6) female with medical history including previous pci (B)(6) 2010, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of diabetes mellitus/type ii, and epilepsy. At index procedure ((B)(6) 2010). The 85% stenosis in the 1st obtuse marginal branch was treated with implantation of two cypher stents. The type b2 lesion was de novo, with moderate tortuosity and in a bifurcation with a side branch equal or mode than 2.5mm. The rvd was 2.0 with a lesion length of 20mm. The lesion was not pre-dilated. A 2.5 x 18mm cypher rx stent was deployed at 11 atm. The stent was post-dilated with a 3.0 x 13mm balloon at 11 atm. A 2.75 x 23mm cypher rx stent deployed at 11 atm successfully overlapping and distal from the first stent, as it did not fully cover the target lesion. The stent was post-dilated with a 3.0 x 8mm balloon at 16 atm per standard procedure. Residual stenosis was 0%. Additional treatment included a 2.5 x 28mm and a 2.25 x 23mm cypher stent to treat an 40mm 80% stenosed mid left anterior descending (lad), a 2.75 x 33 and 3.0 x 13mm cypher stent to treat a 35mm 85% stenosis of the proximal lad, and a 3.0x8mm cypher to treat a 15mm long 70% stenosis of the proximal circumflex (cx). There were no product malfunction or angiographic complications and residual stenosis of all lesions was reported as 0. Post procedure it was reported that the patient had elevated cardiac enzymes (troponin elevated to 1.53), this event was adjudicated as an mi. The patient had no angina and was discharged the following day on clopidogrel and aspirin. Notification was received for the (B)(4) study indicating that approximately four months after index procedure the (B)(6) female had angina and revascularization via CABG due to in-stent restenosis in multiple areas of the of the 1st obtuse marginal. Additional information received via (B)(6) adjudication minutes on (B)(6) 2012. Repeat angiography on (B)(6) 2010 in the presence of left arm pain at rest and positive functional ischemia study revealed a 70% in-stent re-stenosis in the mid lad and patent stents in the proximal lad, proximal cx and 1st om. The angiographic core lab reported a 77% focal in-stent restenosis with no thrombus and timi 3 flow. Additional information received from the site indicated that the restenosis was only within 5mm of one stent (cypher us rx 2.50 x 28). The restenosis was treated with one xience stent. The site had originally reported this as a staged procedure with target vessel, non-target lesions. The patient was discharged the following day. The adjudication agreed with protocol defined non-q wave mi (target vessel) and arc [peri-procedural pci] with event date of (B)(6) 2010 as related to device. The event of restenosis on (B)(6) 2010 was previously captured for the 2.6x18mm and 2.75x23mm cypher stents implanted in the 1st obtuse marginal (om). Based on the new information the event of non q-wave mi is being reported for the two stents implanted in the om. The patient had no angina during the 6 months follow up. The patient had stable angina during the 15 months follow up. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaints. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. This is one of seven products used in the same patient and reported under manufacturing report numbers: 3003742446-2010-00292, 3003742446-2011-00202, 3003742446-2010-00291, 3003742446-2011-00203, 3003742446-2011-00204, 3003742446-2011-00205 and 3003742446-2011-00206.

Event description:
Additional information was received that indicated the event stop date was changed to (B)(6) 2010.

Event description:
The clinical events committee (cec) adjudication indicated agreement with "protocol defined non-q wave mi (target vessel) and arc [peri-procedural pci] with event date of (B)(6) 2010 as related to procedure and related to device. Based on this new information, a non q-wave myocardial infarction (mi) is being reported for all stents implanted at the index procedure. For the index procedure, the patient was admitted with an 85% stenosis in the proximal left anterior descending (lad) artery. The type b1 lesion was de novo, with moderate calcification and with equal or more than 30mm in length. The lesion was pre-dilated with a 3 x 12mm balloon at 10 atm with a non-cordis balloon. A 2.75 x 33 cypher rx stent was deployed at 15 atm successfully. The stent was post-dilated with a 3.0 x 33mm at 16 atm balloon per standard procedure. A 3.0 x 13mm cypher rx stent was deployed at 14 atm successfully overlapping and distal from the first stent, as it did not fully cover the target lesion. This stent was post-dilated with a 3.0 x 13mm balloon at 18 atm. There was no product malfunction or angiographic complications.